Event description:
Pump was not infusing for 3 days. No alarm to report. Dose or amount: 36ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from first ship (B)(6) 2016 to continuing. Diagnosis or reason for use: pah.